Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, the doctor had inserted the stent but during the procedure identified the stent was not in the right direction, so the doctor tried to extract it from ureter. During the extraction, the stent broke into pieces. The doctor removed the pieces from the patient's body. The device was not replaced.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaints on the lot number 9535776. On the picture received we can see the stent broken and tore at different points. For this reference, the eyes are in a transverse position; if too much tension is applied to the stent, a tear can appeared at this point. According to the informations known quality databases was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on double loop kit vortek reference, defect: damaged / broken between may 2021 to may 2025, 14 similar cases were found. A rmf evaluation was performed based on criq244 - risk identified 11326 (hazardous situation: jj cannot be positioned correctly in the patient body) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the doctor had inserted the stent but during the procedure identified the stent was not in the right direction, so the doctor tried to extract it from ureter. During the extraction, the stent broke into pieces. The doctor removed the pieces from the patient's body. The device was not replaced.